Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp was unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required as a result of incident per hp.